Event description:
The customer reported that while the unit was in use on a pt, the unit did not display arterial pressure on the screen. No pt injury was reported.

Manufacturer narrative:
During the service call evaluation, the customer biomed had stated that ibp cable was replaced and ibp issue was corrected. The company rep tested the unit and was unable to duplicate the reported event. The company rep performed all functional and safety tests. The iabp met the factory specifications. (B)(4).